Manufacturer narrative:
The manufacturer did not receive devices for review. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Metasul kopf 36, 12/14, grösse s/-3.5 ref# 00-8770-036-01) are marketed in USA, and therefore this report was filed. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review results: the quality records indicate that these components met all requirements to perform as intended. Trend analysis: for infection no trend was identified. For the durom cup loosening a trend has been identified and CAPA was initiated and performed reported in MFR report number 0009613350 - 2016 - 01406. Review of event description: patient underwent revision due to loosening and infection. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Investigation conclusion detail: the sterilization process for these devices was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10-6 or better. The manufacturing lots specified in this complaint were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the infection of the patient. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a metasul ldh, head, 48, code n, taper 18/20 on the right side on (B)(6) 2008. The patient was revised on (B)(6) 2016 due to loosening and infection.